Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated but the system incorporates an audible alarm for when the voltage is not proper. Checked all power supplies. Replaced single board computer circuit board, system interface circuit, universal node circuit board, and multi out power supply. All subassemblies associated with the alarm. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 6800 was producing a high pitched whine at boot up. There was no adverse patient involvement reported. No patient information reported.